Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt as well as damage on the silastic overmold on the bottom cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced a skin flap infection at the implant site. The recipient presented with pain and swelling. In (B)(6) 2017, the recipient was prescribed bactrim and cloxacillin. On (B)(6) 2017, the recipient underwent intra-operative surgical cleaning and prontosan was inserted. The recipient was prescribed bactrim and cloxacillin and was recommended device non-use. On (B)(6) 2017, the recipient underwent a second round of intra-operative surgical cleaning. Prontosan was inserted, antibiotics were given, and was recommended device non-use. On (B)(6) 2017, the recipient's device was explanted. The recipient will not be reimplanted at this time. The recipient's infection has reportedly healed.